Manufacturer narrative:
Investigation activities: the device was not returned to boston scientific for analysis. A labeling review did not reveal any anomalies as it states: when the ipg battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control, therapy controller, and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Conclusion: the device was not returned for analysis. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Therefore, this investigation is assigned a probable cause of end of life problem identified.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended following the end of service message. The patient underwent an ipg replacement procedure. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended following the end of service message. The patient underwent an ipg replacement procedure.